Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had observations of invalid data and cardiac compass only had three months of data. The device had triggered elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Analysis found intermittent operation of the hardware block that calculates the rate response (rr) median. The device was noted to have unexplained zeros when reading the rr median array. With the device programmed to the ooo mode and interval values manually inputted, the rr median array still displayed invalid data. The cause was attributed to the rr median circuitry in the d268 microprocessor integrated circuit (ic). The failure mechanism within the d268 was not determined. The faulty d268 ic is component u1 on the hybrid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.